Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. A cartridge and infusion set change were performed resolving the occlusion alarm. Additionally, a malfunction alarm was received. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was resumed. The customer's blood glucose level was not impacted during these events.